Event description:
A us distributor contacted zoll to report that a patient developed digging into skin under the lifevest equipment. The patient described the area as a tight garment causing itchiness. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. There is no indication of a visible rash or irritation. Follow up indicated that the itchiness improved.